Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the unit revealed a torn seam on the waist pack. Both battery pouches were torn, and they were tearing off from the waist strap. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or due to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the waist pack had a torn battery pouch. The waist pack was replaced. No patient complications have been reported as a result of this event. The waist pack was returned for analysis. Based on the manufacturer's analysis, the waist pack tested out of specification.